Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the defibrillation conductor was fractured. It was noted that the defibrillation coil was distorted, several conductors are distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, the outer insulation was torn, the inner insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported that the right ventricular lead triggered a patient alert, due to high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.